Event description:
Middle aged female with history of pelvic pain, vaginal bleeding and fibroids. Presented to operating room for scheduled abdominal hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. Upon completion of the surgery and closing the incision, the tip of the 1 pds looped suture broke off in the patient. The tip was not located. Wound was irrigated, no xray taken. No known harm to patient. Broken device was not saved. Pictures are representation of what was used.